Manufacturer narrative:
The attempted device is scheduled to be returned for analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the implant procedure this device wouldn't program out of magnet mode. The physician elected to not use the device. A new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned in its sterile packaging. Analysis determined this device responded to magnet application. The device was then programmed for electrogram storage, however was unable to store an electrogram. The device was pacing at the magnet mode rate. Xray analysis noted no anomalies. A dent was observed on the outside of the pacemaker casing, however technicians were unable to confirm the time of the dent. Laboratory analysis confirmed the reported clinical observations that the device was unable to be programmed out of magnet mode as the device was confirmed to be pacing in this mode. Technicians noted the reed switch function was inconclusive due to induced damage and unknown time when damage occurred.